Manufacturer narrative:
### A supplemental report is being submitted for additional information and a correction. Patient date of birth corrected from (B)(6) 1951 to (B)(6) 1951. Product event summary: the controller and the battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Visual inspection of the returned controller under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Functional testing of the returned controller revealed that the no power alarm only sounded for about five (5) seconds when both power sources were disconnected and the controller exhibited a controller fault alarm due to an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2020 at 10:01:13. The data point recorded prior to the loss of power revealed that an active adapter was connected to power port one (1) and a battery was connected to power port two (2) with 25% relative state of charge (rsoc). The data point recorded after the loss of power revealed that another battery was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 15 seconds. Review of the alarm log file revealed a controller fault alarm logged on 17-oct-2020 at 10:34:35, indicating an issue with the internal battery. Additionally, a ventricular assist device (vad) disconnect alarm and multiple controller power up events without associated motors starts were logged on (B)(6) 2020 starting at 12:58:55, likely due to troubleshooting during the reported controller exchange. As a result, the reported events were confirmed. There is no evidence that the battery contributed to the reported event. In addition, log files revealed that the controller was in use for more than two (2) years. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d4: serial #: (B)(6) d9: yes, return date: 22-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1103 vad; implanted: (B)(6) 2016. Heartware ventricular assist system: battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 25-jun-2020. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected power loss, and controller fault alarm with depleted internal battery, a battery was suspected, and was exchanged, but the alarm persisted. The battery and controller were exchanged. No patient complications have been reported as a result of this event.